Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Initial reporter phone # (B)(6). Device evaluation: results - no samples or photos were returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusions - bd was not able to duplicate or confirm the customer's indicated failure mode as no sample was returned for analysis.

Event description:
It was reported that the patient discarded the used bd¿ micro fine pen needle in a pet bottle (drinking cup) rather than the safety container in his house. At 6:30 am he accidentally swallowed the used pen needle while not fully awake, as he drinks from a pet bottle every morning. He went to the emergency department where the needle was removed by endoscopy. The hospital strongly recommended to the patient to use a sharps container to discard used needles.